Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the screw is broken into pieces. Therefore, this complaint can be confirmed. The information provided states that the surgeon used more force than normal to drive the screw into the tibial bone and the patient¿s bone quality was hard. Hence, this failure could be attributed to user technique. Since the appropriate downward force was not applied during the procedure, this could have led the customer to experience the reported failure. Furthermore, a non-conformance search was performed for this part (231816) with lot (2l06515) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device code of break was added as a correction in addition to previously reported device codes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via cst that during an acl reconstruction procedure the 7 x 23 mm milagro advance interference screw was used for tibial fixation of the transplant in a 6.5 mm tibial tunnel. While inserting the screw, the surgeon felt a hard resistance. After insertion of the screw, the milagro advance driver, which was connected to the quick connect handle, could not be removed. A mallet was used to gently hammer out the milagro driver and ratchet handle. When the milagro driver came out of the tibial tunnel, the milagro screw was connected to the device. No fragments were created from the devices. A 8 x 23 mm milagro advance screw was used to complete tibial fixation. There was a twenty to thirty minute delay to the case. It was reported that the screw was fragmented. Because it was hard to remove the screw from the universal milagro advance driver, a forceps had to be used. Thereby, the screw broke into different pieces. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.